Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-feb-2023. Investigation summary: a sample was received and tested by our quality team. The device was infused with saline solution and the leak at female luer was noticed. This verified the customer's complaint. A high powered microscope was employed to further analyze the failure and a crack down the side of the female luer was noticed. This failure is due to an unknown root cause but it is often due to an excessive tightening force used when connecting this device to others. A device history record review for model me2020 lot number 22039217 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) there was component damage that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: -felt ¿pop¿ cracked @ top connection to med syringe- leaked. Ordered new med, wasted old med. No patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) there was component damage that led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: felt ¿pop¿ cracked @ top connection to med syringe leaked. Ordered new med, wasted old med. No patient impact.